Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, catheter body has white protrusion. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of white material on a catheter is confirmed and was determined to be manufacturing related. One 4fr powerpicc catheter kit and three photographs of a powerpicc were returned for evaluation. An initial visual observation revealed the kit was returned open. The statlock and the peripheral IV catheter were not returned. No obvious use residue was observed in the components of the kit. White stains were observed on the catheter wall between the 39cm and 45cm depth markings. A microscopic observation revealed the white marks appeared to be similar in color and consistency to the white ink used on the molded joint of the catheter. This ink was observed to be bound to the catheter tubing, and it was observed to be smeared slightly in a linear direction. The ink was likely incorrectly applied to the catheter during the manufacturing process. Photographs of the returned sample were forwarded to the manufacturing facility for further evaluation. This complaint will be recorded for future trending and monitoring purposes.